Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead pace impedance was greater than 3000 ohms. It appeared that there was no capture and high out of range impedance measurements, since the day of implant. No adverse patient effects were reported. No further information is known, at this time.